Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a procedure the screw of the twinfix 2.8 pulled out. The procedure was completed using a back-up device and it is unknown if there was any surgical delay. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, suture strings and anchor were returned with debris on them. The threads of the anchor are fractured and deformed. A functional evaluation could not be performed due to the damaged condition in which the device was received. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that no burrs, cracks, or contamination is allowed, and a certificate of conformance must also be provided. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force or torque, off-axis insertion, or improper preparation of the insertion site. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an ankle arthroscopy, once the package of the screw of the twinfix 2.8 was opened, it was found the anchor fell off from the deployment device. The site was cleared from debris prior to insertion and it was prepared with surgical tools. The procedure was completed using a back-up device on the originally drilled hole, with a non-significant surgical delay. No further complications were reported patient is good. Results of investigation found the threads of the anchor are fractured and deformed.

Manufacturer narrative:
Internal complaint reference case-(B)(4). B5: updated.

Event description:
It was reported that during an ankle arthroscopy the screw of the twinfix 2.8 pulled out. The site was cleared from debris prior to insertion and it was prepared with surgical tools. The procedure was completed using a back-up device on the originally drilled hole, with a non-significant surgical delay. No further complications were reported patient is good.